Event description:
It was reported that the customer had not been receiving insulin because the infusion set was not inserted deep enough into his skin. The customer's blood glucose was 434 mg/dl. The customer treated himself with a manual injection. The customer declined troubleshooting because the customer stated that the issue was the serter. The customer stated the spring of the serter was not inserting the infusion set all the way. Troubleshooting for the serter issue was done. Advised to return the serter if available. Advised that a replacement serter would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.